Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02826.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02826. It was reported that the patient was experiencing ineffective stimulation. As a result the patient had their ipg explanted and replaced with a competitor's ipg (please see MFR. Reference: 1627487-2019-08555). The patient¿s lead were connected to the ipg but the patient continued to have ineffective therapy. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s entire system was explanted and replaced. Therapy has been restored post-op.